Event description:
It was reported that the customer experienced an issue with their pump, specifically a lack of response from the touchscreen, which was neither cracked nor shattered. The customer's blood glucose level ranged from 520-556 mg/dl due to the issue. To address the high blood glucose level, the customer administered a correction injection manually and needed no third-party assistance.